Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer was using cold insulin. Tandem customer technical support educated customer to always use room temperature insulin. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 100 mg/dl.